Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. There was no fault found with the returned device. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device turned on but it was not ventilating. There was no patient injury reported as a result of this incident.